Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, there was no evidence of moisture in battery compartment or internally. Power flex and components were inspected with no defects found. The pump was tested for a minimum of 24 hours with the customer pump settings with no eaw, overheating, or power loss duplicated. The black box contains dates from (B)(6)2019 to (B)(6)2019 the vp and vm were steady with no sudden drop or power loss.. The complaint was reported on (B)(6)2019 , according to the pump history the pump was in use until (B)(6)2019. Therefore all data for time of power and temperature have been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019 the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump lost power when the battery became hot. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.